Event description:
Report received from the USA regarding an attachment device in which, during routine maintenance, it was discovered that the device was "running hot". The device was not used in surgery. It is unknown if there were reports of injuries or medical intervention. Several attempts have been made to contact the reporter of the complaint to obtain additional information concerning the reported event; however, no additional information has been obtained. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The attachment device was received for evaluation. The attachment device was tested and the device met manufacturing specifications. The reported condition was not duplicated or confirmed. If additional information is received, a supplemental report will be sent. (B)(4).